Event description:
Water is being found inside the blood pressure cuffs and water is being aspirated into the automatic blood pressure machines causing damage. These are being used in hospitals. Sterilmed has been notified and suggest facility purchase new ones.